Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter had an issue where the device was having a very delayed reaction. The patient indicated that the alleged issue started on an unspecified date/time a month prior to contacting lfs on (B)(6) 2010. Due to the alleged issue, the patient claimed that she developed symptoms of blurred vision and trembling on (B)(6) 2010, at an unspecified time during the morning. The patient denied that she received any treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, if the patient was able to test her blood glucose with the reported meter before and after the symptoms developed, if she was able to test her blood glucose on another device during the time of concern, and what her last meter reading was before the symptoms developed. In addition it would have been helpful to know what date/time the last meter reading was obtained on the reported lfs meter, and what actions the patient took before and after the symptoms started. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.